Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys t4 assay results for one patient sample from cobas 6000 e601 module. Of the data provided, only the results for tsh were a reportable malfunction. The initial tsh result was 0.555 miu/l. When repeated on a beckman analyzer, the tsh result was >502 uiu/ml. Visible fibrin was found floating on the sample. The sample was centrifuged, transferred to a sample cup, and repeated on the cobas 6000 e601 module. The tsh result was >100 miu/l with a data flag. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. As part of troubleshooting, other samples with high tsh results were repeated on the beckman analyzer and the results correlated. The tsh reagent lot number was 260471 with an expiration date of 31-mar-2018. Global qc recovery with the customer¿s reagent, calibrator, control information was acceptable. There was no indication for a performance issue of the reagent or the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.